Event description:
Note: this MFR report pertains to one of three devices used during the same procedure. Refer to associated MFR reports # 3005099803-2013-02088 and 3005099803-2013-02089 for a description of the other devices. It was reported to boston scientific corporation that an uphold vaginal support system was implanted (B)(6) 2010.according to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.